Event description:
The company was informed that the pt's device was explanted for medical reasons. The company is in the process of gathering add'l info. When more info becomes available, a supplement report will be sent.